Event description:
It was reported that during a lap inguinal hernia repair procedure, surgeon inserted mesh for lap hernia repair and white o-ring on flapper valve dislodged into patient's abdomen. Surgeon retrieved o-ring with no pt consequence. One device returning.